Event description:
It was reported to covidien that on unit began to smoke while in use in the o.r. The unit was unplugged and taken into the hallway. The reporter does not know if the unit automatically went into step-down or shut-down. The reporter did not know what the temperature setting was at the time and did not know how long it was in use before the issue occurred. There was no pt harm.

Manufacturer narrative:
Covidien has requested unit be returned for eval. Unit has not been received.